Event description:
It was reported that following an ablation procedure, the patient experienced a left corneal abrasion, left eye pain and blurry vision upon awakening. The patient also had conjunctival redness and left pupil dilation. The adverse event was noted to be ongoing at the time of discharge but resolved by (B)(6) 2020. There were no further patient complications reported in relation to this event.